Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed button error. Customer's blood glucose level was 120 mg/dl. She had a new insulin pump at home that she needed assistance programming. Customer was advised to discontinue use of the device and revert to a backup plan. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corner, cracked battery tube threads, reservoir tube and minor scratched display window. The insulin pump had moisture damage found on motor.